Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during the pump load cartridge phase, the pump dispensed about half of the filled cartridge before stopping. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and contamination was found within the force sensor assembly. (B)(6).

Event description:
The pump was returned to animas. Investigation found an out of calibration force sensor and contamination in the force sensor assembly. This report is made based on the results of investigation.